Manufacturer narrative:
Lot number is unavailable. Evaluation summary it was caused due to the black ring worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The black ring in the valve get lost and so there is a permanent suction. This happens with 16 valves within this customer. We collected the valves for further investigation if this is necessary.